Event description:
Customer reported a previous low blood glucose level of 30 mg/dl, which led to a visit to the emergency room (ER). Cause was unknown. Treatment received included glucose and intravenous therapy, successfully resolving the issue, and the customer was released from the ER without any permanent damage. Customer declined supplies/system check and was advised by technical support to consult healthcare provider for further discussion on factors affecting blood glucose levels.